Manufacturer narrative:
On november 12, 2020, mentor became aware that the suspect medical device was discarded. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On november 13, 2020, mentor became aware that the suspect medical device count not be returned because the doctor's office could not decontaminated it due to its condition. Mentor also became aware that the patient felt right breast pain following a mammogram and that is when they had the MRI, which discovered the rupture. The breast also became hard and misshapen. Lastly, the patient underwent replacement with a 650cc mentor high profile implant on the right side. Reason for device explant and/or reoperation: breast pain, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 30, 2020, the mentor failure analysis lab has received the device for evaluation. On december 18, 2020, evaluation of the suspect medical device's photo was completed. The investigation summary: upon the visual evaluation of the image provided in the complaint, the implant was observed ruptured. On december 18, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, the device was observed to be ruptured and was received in two parts. Additionally, within the rupture, an anomaly was observed consistent with a crease / fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two 650cc mentor memorygel breast implants, suffered spontaneous right breast implant rupture, post-procedure. MRI confirmed the rupture. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.